Manufacturer narrative:
Age: this value is the average age of the patients reported in the article as specific patients could not be identified. Gender: this value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Event date: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.

Event description:
Albert j. Fenoy, paul e. Schulz, marsal sanches, sudhakar selvaraj, christina l. Burrows, bashar asir, christopher r. Conner, joao quevedo and jair c. Soares. Deep brain stimulation of the ¿medial forebrain bundle¿: sustained efficacy of antidepressant effect over years. Molecular psychiatry. Doi: 10.1038/s41380-022-01504-y. Reported events: it was reported that patient 8 was a (B)(6) female implanted for depression. She was considered a responder at 1 year follow up, but over time they became increasingly consumed by their body dysmorphia, which was attributed to the dbs devices/therapy. They ultimately wanted to remove their system just after year 2 and exited the study. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.